Event description:
It was reported that the ekos device was leaking lytic. An ekosonic endovascular device, 135x40cm was selected for use to treat a case of deep vein thrombosis. The target lesion was accessed via the left groin. After over 17 hours of ekos therapy without issue, it was observed that there was fluid leaking from the strain relief, past the catheter manifold. After the coolant rate was dropped, the leak did not subside. It was presumed that the leak was attributed to lytic. The physician elected to remove the ekos device from the patient at around 9:30 am, while still in the ICU. The tpa drip was connected directly to a 65cm sheath in the mid superficial femoral artery until the patient could be taken to the catheterization lab for the scheduled recheck. At approximately 12pm, the patient was returned to the catheterization lab. There was observed to be complete resolution of the clot. No further treatment was needed, and the case was successfully completed. There were no reported patient complications.